Manufacturer narrative:
A gross examination on the retuned device has been conducted by the manufacturer on 14 sept 2018. The valve had traces of blood on the pericardium, but overall it appeared in good conditions. Investigation is ongoing. Based on the fact that a magna ease size 23 mm (implanted supra-annularly) was implanted instead of a pvs size l, a slight oversizing may have contributed to the reported event.

Event description:
On (B)(6) 2018, a perceval large (25mm) was implanted via full sternotomy, without incident. However, after implantation, the echo revealed paravalvular leak on the right coronary cusp. The surgeon decided to explant perceval and replace it with edwards magna ease 23mm. The total cross clamp times were as follows: 71min with perceval, 57min with edwards. It was reported that no stent deformation was observed when the paravalvular leak was identified, but that they believed there was some calcium on the right coronary, as observed on echocardiogram. A concomitant CABG x1 was performed.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), and nitinol stent, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. A deployment simulation was performed and confirmed sealing of the valve at the annulus level. The valve remained fixed within the annulus without anomaly. The valve showed no evidence of paravalvular leak. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic to the involved device. Given the relative size of the replacement device to the perceval valve, the event can reasonably be attributed to over-sizing.